Manufacturer narrative:
(B)(4). Date sent: 3/26/2024. D4: batch # 403c08. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 403c08, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 2/28/2024 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Additional information was requested, and the following was obtained: is the current patient status known? The patient is fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No could please you provide the product code and the lot number? Plee60a a9d00g is the current patient status known? The patient is fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the anvil is bent. No patient consequences reported. No further information is available.